Event description:
The customer not reported that her blood glucose reached 18 mmol/l (324 mg/dl) on the third day of device wear. The cannula may have dislodged from the infusion site.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.